Event description:
Boston scientific received information that during a routine follow-up, episodes with noise and oversensing were noted with this device and competitor right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the episodes and indicated the noise was likely due to myopotentials and did result in greater than two seconds of asystole. The noise has not been noted again for nearly two years. Normal follow-ups were recommended. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.